Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was checked. The right atrial (ra) lead was intermittently capturing with high pacing thresholds. The device was reprogrammed. A chest x-ray was performed and it was confirmed that the ra lead dislodged. The oral medication was suspended and the ra lead was explanted. No additional adverse patient effects were reported.